Event description:
Pt had a primary right total knee reconstruction done in 1990. Normal post-op recovery until 1995 when pt complained of pain and swelling right knee. Arthroscopic surgery on right knee showed "plastic wear" and a revision of the tibial insert and patellar components was done on 8/11/95. Pt continued to complain of pain and swelling in the operative knee. An arthroscopic procedure done on 2/10/95 revealed plastic wear on the new components. A second revision was done on 10/14/96. Removed components revealed wear on both the tibial insert and patellar component.